Manufacturer narrative:
Device received unable to perform the displacement test or verify loose drive support cap due to missing motor support disk and detached end cap noted. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the drive support cap on her pump was loose and the whole bottom of the pump has come off and is currently being held on with the belt clip. The blood glucose was 81 mg/dl at the time of the incident. Customer reported damage to the drive support cap. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.